Manufacturer narrative:
No report of patient involvement. (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the equipment and found that the flow sensor diaphragm was stuck to the top of flow sensor housing. The flow sensor was replaced.

Event description:
The hospital reported that, during the preoperative checkout, the unit had a flow sensor alarm. There was no report of patient involvement.